Manufacturer narrative:
Investigation: visual inspection: during the investigation, organic deposits on the product and a leakage on the connection of the ventricular catheter and the reservoir were determined. Permeability test: a permeability test has shown that the valve is occluded. All other components were permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. Because the valve is not permeable, a computer control test is not applicable. Internal inspection: after dismantling of the organic deposits were found. To make the deposits in the valves more visible, they were colored with a staining solution. Results: based on our investigation results, we can determine an occlusion of the valve. The determined deposits can be named as the cause for the blockage. Organic material in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. Additionally, a leakage between the ventricular catheter and the reservoir was determined. How the above-mentioned defect occurred is not known at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 (#fx153t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.